Event description:
It was reported that, "the hospital implanted an expired product."

Manufacturer narrative:
Device not being returned. No evaluation will be done. If the device or additional information becomes available, it will be reported on a supplemental report.